Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that premature stent deployment occurred. The target lesion was located in the coronary artery. During preparation of a 4.00mmx16mm synergy ii everolimus-eluting stent, when the stent was removed from the hoop, it was noticed that both the balloon and the stent had already been partially inflated. The procedure was completed with another of the same device. No patient complications were reported.